Event description:
It was reported that patient's right ventricular (rv) lead exhibited low defib impedance and r wave amplitude variation. Upon evaluation, it was found that the lead was dislodged. The lead was explanted and replaced. The patient was stable.